Event description:
A customer contacted beckman coulter inc. (Bci) regarding erratic results for glucose (glu) and magnesium (mg) generated by the unicel dxc 800 pro synchron clinical system which were not reported outside the laboratory. The results provided by the customer are shown. There was no death, injury or change to patient treatment with regard to this event.

Manufacturer narrative:
Per customer, qc was in range. Qc data provided by the customer appeared acceptable. The customer did not report any calibration failures or system errors. A field service engineer (fse) went on-site (B)(6) 2011 and replaced mixer paddles as root cause of carryover failure. Performance verification testing and precision testing was then acceptable.